Manufacturer narrative:
Investigation summary: customer returned (1) 1cc, 8mm, 31g relion syringe in an open poly bag from lot # 7282955. Customer states that the syringe is not drawing. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 7282955. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200720197, 200720540] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
I was reported that relion® insulin syringe is not drawing. This was discovered during use. The following information was provided by the initial reporter: material no: 328506, batch no: 7282955. It was reported that the consumer's syringe not drawing, does not re-use. Verbatim: relion consumer reported syringe not drawing, does not re-use.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe is not drawing. This was discovered during use. The following information was provided by the initial reporter: material no: 328506, batch no: 7282955. It was reported that the consumer's syringe not drawing, does not re-use. Verbatim: relion consumer reported syringe not drawing, does not re-use.